Manufacturer narrative:
(B)(4). As the cassette was not returned a device analysis cannot be completed. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported damage could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a crack was observed in the cassette. The event occurred before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.